Event description:
It was reported that the tip of the probe broken during knee arthroscopy procedure. All pieces were removed. There was no significant delay or patient injury reported.

Manufacturer narrative:
The complaint was confirmed. The distal tip of the probe was broken off. The curved hook tip piece of approximately 0.06" was not returned. This is a robust probe which would take noticeable leverage to snap. As with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in the instrument's failure. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges. No root cause related to the manufacturing process was established. No further investigation warranted at this time.